Event description:
The complainant reported that air entered the system and was injected into the pt during a left coronary angiogram. It was reported that 3 or 4 large bubbles of air were injected in the left coronary artery, resulting in asystole. A long cardiac massage was performed on pt, followed by defibrillation and blood flow assistance using an aortic balloon pump. The user facility reported that merit's device was not the cause of the event. The pt spent two days in the intensive care unit. The pt's condition is now reported as stable.

Manufacturer narrative:
The suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The device was tested by pressurizing with water, and then by pulling a vacuum. No leaks nor air bubbles were observed. The complaint could not be confirmed. If more/new info becomes available, a follow-up report will be submitted. Evaluation: device history record was reviewed.